Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed scope communication error (b30). The issue occurred during maintenance. There were no reports of patient involvement. Additional information received from the customer confirmed that by replacing the cables between the xenon light source and the video system center, the error no longer occurs.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further identified. Since the actual device has not been returned and no other information could be obtained, presumed cause could not be identified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.